Event description:
It was reported that the surgeon complained that the zimmer air dermatome unit is slipping. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is 19 years old. The device has not been serviced in 18 years. The returned device was found to have a damaged control bar and head. The device was out of calibration at all settings. The device passed functional tests. None of the damage or failures found would have likely caused the reported issue. The device was repaired and returned to the customer. The cause of the reported issue is unk.